Event description:
The customer reported to olympus, the gastrovideoscope had difficulty passing the biopsy needle through the port. The issue was found during the procedure. There was no delay to the procedure or extended sedation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end was missing thixotropic adhesive on forceps cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was a leak in the instrument channel, the pink rubber was floating, there was a crack in the bending section cover glue, the light guide lens was cracked, the forceps passage had deep scratches and the ultrasound medical image had a shadow in the echo signal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, and g2 for inadvertently missing to include the reporter's title and occupation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the phenomenon was confirmed, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.